Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that his incision had had 3 rounds of infection since a few days after implant and he had been on 3-4 different kinds of medications. He mentioned keflex (500 mg 4x/day) and clindamycin. Per the patient, he was not a diabetic. No further complications have been reported as a result of this event.